Event description:
Pt was being assisted to stand from the toilet to pivot into her wheelchair. Pt's right calf pressed against metal wheelchair leg hinge, resulting in a 4 cm skin tear, triangular in shape. Left extremity with 2+ pitting edema. Pt was sent to hosp, required seven stiches.